Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited short fractionated noise following each vp and vs event. An increase in threshold and a slight increase in impedance was also noted during the july august timeframe. Programming changes were discussed. The patient was stable.

Event description:
New information states that during interrogation, the lead showed multiple ventricular noise reversion episodes due to chronic ventricular lead noise. The lead was reprogrammed. The patient was not dependent and would continue to be monitored. The patient was stable.